Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that he was experiencing a burning and itching sensation at the ipg site when recharging. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on this issue found that the alleged heating sensation is no longer present with the use of the new charging system. No further issues were reported.